Event description:
It was reported that there was a lead alert triggered for high impedance on a right ventricular lead. The impedances were greater than 200 ohms and a fracture is suspected. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead has been explanted and replaced.

Event description:
It was reported that there was a lead alert triggered for high impedance on a right ventricular lead. The impedances were greater than 200 ohms and a fracture is suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further information has been received indicating the lead has been removed and replaced. The event type code has been updated to injury and the adverse event to yes. The device has now been returned to the manufacture. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Further information has been received indicating the lead has been removed and replaced. The event type code has been updated to injury and the adverse event to yes. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned, analyzed and analysis revealed the proximal conductor is fractured. It was noted the right ventricular defibrillation conductor was fractured, there was blood on the proximal/distal and defibrillation conductors (not obstructed), there was blood in the distal electrode, the outer insulation and overlay tubing were breached cut. It was also noted there was a stylet/guidewire stuck in the lumen obstructing the conductor.